Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not bsynthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). The implant associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : null . Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Attorney. Concomitant medical products: attune ps rp insrt sz3 5mm 151650305: attune ps fem rt sz 3 nar cem, 150410223.

Event description:
Received medical records on 06/15/2018. Medical records reviewed for MDR reportability. Patient's right attune total knee replacement was revised to address pain, instability and possible tibial loosening. Revising surgeon indicated that the tibial component was "not cemented on well at all" in contrast to the femur, which was well-fixed. No additional information was provided regarding which specific tibial interface--cement to implant, or cement to bone, was loose. Femur, tibial base plate, and tibial insert were revised to competitor products; patella was retained. Cement manufacturer for primary surgery unknown. Doi: (B)(6) 2015; dor: (B)(6) 2016; (right knee).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the implant associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.